Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a left subclavian tavr procedure with a 29mm sapien 3 ultra resilia transcatheter heart valve, resistance was noted when advancing the delivery system with the crimped valve through the esheath+. Increased push force was applied, and fluoroscopic imaging revealed a kink in the esheath+. The delivery system was withdrawn without damage, but the valve remained stuck inside the esheath+. Upon removal, the esheath+ exhibited a tear with the valve frame protruding through the expandable portion. A new esheath+ was inserted, and the procedure continued. During removal of the damaged sheath, a subclavian artery rupture occurred. The operator deployed a covered stent to repair the vessel, achieving a good result. The patient was extubated and remained stable post-procedure. The esheath+ and valve were reported to be damaged. Provided imagery shows the valve stuck inside the sheath shaft, and protruding through liner tear. A liner strand is visible at the liner tear.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the thv was removed from the esheath by engineering. One bent frame strut outward was observed at the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: thv was dislodged from commander delivery system and stuck at middle sheath shaft. One valve frame strut bent outwards at the inflow side. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for frame damage was confirmed based on evaluation of returned device and provided imagery. Available information suggests that procedural factors (steep insertion angle, high push force) likely contributed to the event as per information provided the sheath was inserted in steep angle into the patient and push force was applied to overcome the resistance. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage or kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with noncoaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to d1, d2, d3, d4, and h4.